Event description:
Health care professional reported that while using an aortic punch, the pt's aorta tore. The surgeon felt that the punch was dull. The product was not returned for analysis however other punches from the same lot were returned.